Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device. The cause of the difficulty advancing, difficulty removing, and separation could not be confirmed. The device was not tested due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a cause for the reported difficulty advancing, difficulty removing, and separation. The additional therapy to snare the separated portion of the guide wire was due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a highly calcified, totally chronically occluded de novo superficial femoral artery that was 100% stenosed. During advancement of a hi-torque (ht) command 18 guide wire (gw), the tip became stuck with the introducer sheath and 10cm from the distal end separated within the sheath. A snare device was used to remove the separated portion. A new ht command 18 gw crossed with balloon angioplasty successfully completing the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.